Event description:
It was reported by a customer that during a procedure on (B)(6) 2011, error message code 233 was received from the laser system at 0 joules. Per the customer, the error message code 233 did not permit the physician to continue with the procedure. The procedure was cancelled. There was no harm to the pt reported; however, the pt had been prepped and sedated for the procedure at the time the customer had to cancel the procedure.

Manufacturer narrative:
(B)(4) indicates that the console incurred an "lps interlock clearing test failed during warm up".